Manufacturer narrative:
Additional information: d9, g3, h3 and h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The device's camera led light output was functional, but the lcd screen was not able to display an image. The screen was blank. It was reported that when the videolaryngoscope was turned on, the led light on the handle tip lights up, but the lcd screen did not display anything and remained black even after replacing the battery. The reported issue was confirmed. The most likely cause was component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported before use, when the mcgrath's power was turned on, the led light on the handle tip would light up, but the lcd screen did not display even after replacing the battery. There was no patient involved.